Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer has been using the true metrix air meter for more than one year and the battery has never been changed. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix air meter powered on using the power button but not when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 06/23/2023; product storage and open vial date were not disclosed. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2022 she had obtained blood glucose test results of 42 and 43 mg/dl fasting. Customer was having symptoms at the time of low blood glucose, customer stated she had felt drowsy and did not feel right. Customer stated she was unable to check her blood glucose again after obtaining the results as the true metrix air meter did not work, and so she had gone to the hospital. Customer did not recall her blood glucose test result when at the hospital. The diagnosis was hypoglycemia and customer received IV treatment, orange juice and something to eat. Customer was not concerned with the low blood glucose test results, only that the true metrix air meter would not power on.

Manufacturer narrative:
Sections with additional information as of 26-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-041: dead battery.